Event description:
Blood coagulation disorder, no thread tap used, primary stability was achieved, implant didn't achieve osseointegration, implant was completely covered by bone, immediate implantation, pain.